Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported ((B)(6)) the patient received the low battery warning. Hence, the patient was scheduled for ipg replacement. The diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. Therefore, the surgery was cancelled prior to anything being done to the patient. However, patient had already received an intravenous port in back of the hand.